Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device identified an arc mark on the device case. Review of device memory found a shorted lead error code 1004 and code 1007 had been recorded. Memory also showed that after three shocks had been attempted and resulted in abnormal shock impedance measurements, the device battery status moved to elective replacement indicator (eri)/end of life (eol) due to long charge times. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the shock that resulted in the shorted lead error. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy. As a result, the third high voltage charge attempt caused the device to declare eri/eol because it could not successfully complete charging within 30 seconds, despite the fact that significant battery voltage and capacity remained.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received a shock and was hospitalized. Additionally, a code 1004 indicative of short circuit was observed during device interrogation. Subsequently, the device was explanted and replaced. The lead was abandoned due to issues with the procedure, but the physician did not elaborate. A new rv lead was implanted. No additional adverse patient effects were reported. The device was return for analysis, but the lead will not since it remains implanted but electronically deactivated.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received a shock and was hospitalized. Additionally, a code 1004 indicative of short circuit was observed during device interrogation. Subsequently, the device was explanted and replaced. The lead was abandoned due to issues with the procedure, but the physician did not elaborate. No additional adverse patient effects were reported. The device will return for analysis, but the lead will not since it remains implanted but electronically deactivated.